Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile system blood glucose result of 9.1 mmol/l, nano system result of 4.0 mmol/l one minute later. The customer had symptoms of hypoglycemia, was given sweets by her mother. Nano result 5 minutes later was 3.6 mmol/l. No nano system information was provided. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.